Event description:
A leak in the blood tubing set between the arterial dialyzer connector and the arterial tubing. Due to potential contamination a portion of the pt's blood was discarded and pt admin antibiotics. No pt injury is reported.